Manufacturer narrative:
The manufacturer previously reported box b: adverse event or product problem as product problem which is updated to adverse event due to pms decision also outcomes attributed to ae is selected as other. The box h: device manufacturers, type of reported complaint is also updated to serious injury. Coding in health impact grid is also updated accordingly.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease/toxicity, reduced cardiopulmonary reserve. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.